Manufacturer narrative:
The lv lead was discarded and will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and fell into the right atrium. The patient also experienced muscle stimulation. A lead revision was performed but the lv lead was unable to be repositioned due to blood infiltration. The lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.